Manufacturer narrative:
Customer returned one unused case, 50 eaches. 20 samples pressure tested underwater with 8 psi of air and 7/20 samples leaked at the y-junction due to an insufficient solvent seal. Further evaluation of customer samples has identified the cause of tubing/component leakage to be inadvertent operator manipulation of uncured solvent joints during assembly. Actions have been implemented which include a bill of material change requiring each assembly to be solvent bonded into two sub-assemblies and held for a minimum of 8 hours prior to solvent bonding to the final assembly. This assembly procedure will allow the solvent joints to cure so that only a single bond is needed to complete the final assembly. In addition, the sub-assemblies and final assembly will 100% inspected for leakage at 8 psi of air.

Event description:
Account reports incidents in the nicu in which device noted to be leaking around y-junction during infusion into central lines. Per account, "identification fairly early" with respect to when the health care professional notes leak with device thus no pt injuries, however, recent incident in which "baby lost significant fluid" and physician felt "he had to do something. We gave a bolus of 5% albumin. There was no change in the pt's status before or after the albumin".